Event description:
The caller alleged discrepant results when compared with the lab. The following results were reported: inratio-2/9/06 3.5, 2/13/06 3.7, last month 1.3, 2.7 re-test no available, 2/22/06 test results reported: 5.9. Lab-2/9/06 2.8, 2/13/06 2.6, 2/22/06 test results reported: lab 4.2